Event description:
After undergoing a percutaneous coronary intervention, the patient sustained a thrombotic event. Initially, the patient was treated with 5000 units of heparin, 19 ml bolus of integrilin (x2), integrilin drip at 13ml/hr. A second angiogram revealed a thrombus located proximally to the initially implanted cypher stent (2.5x28mm) at the first obtuse marginal branch. The area was first treated with a sprinter 2.5x15mm balloon, inflated at 8/10 atmospheres. Follow by the placement of a deployed overlapping the initial stent. Post dilation was performed with a quantum maverick 2.5x15mm balloon, inflated at 12/14 atmospheres. After the procedure, the patient was transferred to the coronary care unit with the current medical treatment. The discharge diagnosis was nstemi.